Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. In addition, it was reported that multiple cartridges were leaking. Customer changed pump supplies to address the issue. Customer's blood glucose was between 200-250 mg/dl.